Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250-300 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support to resolve the issue.